Event description:
During an in-clinic follow-up, an episode of ventricular fibrillation was noted where the device delivered high voltage therapy, however, the shock did not terminate the arrhythmia. A second shock was delivered which successfully restored sinus rhythm. There was no allegation of malfunction made against the device as it behaved appropriately according to its programmed settings. No intervention was performed at this time. The patient was stable and will continue to be monitored.